Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having out of range issues between the transmitter and pump, without any continuous glucose monitor (cgm) sensor readings. There was no reported impact to the customer's blood glucose level.